Event description:
A (B)(6) female patient called zoll customer support to report that she was receiving frequent check therapy electrode messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to an open black pulse wire in the trunk cable. The root cause for the open pulse wire could not be positively identified but was likely excessive force on the trunk cable. No adverse event resulted from the defective electrode belt. The pt received a replacement electrode belt.